Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant high lead impedance was observed on rv lead. The lead could not be implanted due to the pt anatomy and got crushed during implant process. Stylet could not be removed and got stuck inside the lead as a consequence of the crushed lead. ICD lost telemetry so new generator was used.